Manufacturer narrative:
Investigation results: visual inspecton shows that the tension spring components are inside deployment tube. The seal was wrapped around one spring crimp. The complaint is confirmed.

Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.